Manufacturer narrative:
A ge service rep performed an on site investigation. The mother board connections were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system would not boot up prior to a case. No pt injury was reported.